Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed that the psu was defective. The psu was replaced to address this issue. Based on previous investigations of similar complaints, it was determined that the psu defect was due to an isolated component failure. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral power supply unit (psu) was defective. There was no patient injury reported as a result of this incident.